Event description:
It was reported that during a cholecystectomy procedure when the site attempted to unscrew the device, the tip broke. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.